Event description:
It was reported that the pt developed an infection after pacemaker surgery. The suture was used to close the skin. It was noted that the pt developed redness. Oral antibiotics were prescribed to treat the infection.